Manufacturer narrative:
The t:slim x2 basal iq user guide states: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, the customer reported using pump cartridge 6 days. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." Customer changed out pump supplies to address the alarm and resumed insulin delivery. Customer's blood glucose was 600 mg/dl. Customer administered an insulin bolus via pump to address elevated blood glucose.